Manufacturer narrative:
Additional information: patient demographics received. The mobile view station din rail was returned to the manufacturer for analysis. Analysis found that the returned part was functional and operated as expected. There was no fault found with the returned din rail.

Manufacturer narrative:
Patient identifier not available from the site. Patient age not available from the site. A medtronic representative went to site to test the equipment. Representative reported that the door was adjusted. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, the system was not completely registering that it was closed. Site tapped on both sides of the gantry to completely close the gantry but the issue persisted and the site was unable to perform a spin. Site used a c-arm to proceed with case. The procedure was completed without medtronic imaging. There was a delay of less than 1 hour. No known impact on patient outcome.